Manufacturer narrative:
The lot number for the device is unk; therefore, a review of the device history records could not be performed. The stent graft remains implanted. The investigation is currently underway.

Event description:
It was reported that the endovascular stent graft failed to completely unfold after deployment in the vessel in the upper arm. Reportedly, the stent graft was oversized for the vessel and the device migrated post-deployment. The exact measurement of migration is unk, but was reported to be minor. The stent graft was left in place. There was no report of injury to the pt.